Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low blood glucose after a late dinner consisting of a frittata with toast, without taking any additional insulin; during follow-up the blood glucose increased to 157 mg/dl, and the ilet report was downloaded for review. Symptoms included hypoglycemia with a documented nadir of 53 mg/dl and intermittent lows over approximately one hour, without loss of consciousness or other acute effects. Outcomes included user self-treatment with oral carbohydrate (a small amount of jam), no need for assistance, and no medical intervention or hospitalization. Investigation included review of device data and user interview, with low glucose alerts reported as functioning. Investigation of this case revealed that the cause of hypoglycemia remained unclear, with no device malfunction identified and no additional insulin dosing reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.